Event description:
Report states leakage noted from between syringe and infusor. Per reporter device contained chemotherapeutic agents. Reportedly condition occurred during pt use. No other info provided regarding this file.